Event description:
It was reported that after the iab was in use for 10 hours, the pump began experiencing helium loss alarms. After the pt's position was changed, and the pump restarted, blood was noted in the helium tubing. The iab was removed and replacement wasn't necessary. There was no pt complications.